Event description:
It was reported that the neptune docking station was displaying error messages, which prevented surgical waste collection devices from being emptied. As a result, some procedures were rescheduled due to waste collection devices not being available for use. The user facility did not provide any further information regarding the rescheduled procedures. There were no pt or user injuries reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The service tech discovered that the couplers were not fully actuating during the docking process. The couplers were adjusted and the issue was resolved, so the docker was returned to use. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint system.